Manufacturer narrative:
A ge healthcare field service engineer performed a checkout of the system and confirmed the customer allegation. The ventilator engine was replaced, resolving the reported allegation.

Event description:
During testing of the unit after removing unit from storage, ge healthcare service representative noted the ventilator was not working. There was no report of patient involvement.